Event description:
A (B)(4) distributor returned battery packs for an unrelated complaint. During service investigation, a reportable problem was discovered. The batteries were non-functional.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. As received, the battery would not charge on the charger and did not power up a monitor. Upon service investigation, the battery was found to have defective cells with a low output voltage of 1.88v. The cause for the defective cells cannot be positively determined. Device eval of battery pack sn (B)(4) has been completed. As received, the battery would not charge on the charger and did not power up a monitor. Upon service investigation, the battery was found to have defective cells reading 3.784v, 3.740v and 0.944v. The cause for the defective cells cannot be positively determined. No adverse event resulted from the defective battery packs. Device manufacture date: battery packs sn (B)(4); 08/2007, sn (B)(4): 02/2009.